Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes customer has had underfill issue. The following information was provided by the initial reporter. The customer stated: ¿customer on 21st oct has mentioned second batch which wasn't reported originally- attachment states underfill."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retained samples could not be tested because the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because the lot number was not provided.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes customer has had underfill issue. The following information was provided by the initial reporter. The customer stated: ¿customer on 21st oct has mentioned second batch which wasn't reported originally- attachment states underfill."